Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned to the service center with a report of bubbles coming from the distal end. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive at the bending section was found to be most likely due to stress problem. There was no patient involvement.